Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during drain three of five. During troubleshooting, the caregiver (cg) stated that the hp must not have properly connected, as the patient line inadvertently disconnected from the transfer set. The hp did not reconnect to the setup. The technical service representative (tsr) explained that the supplies were compromised and assisted the cg in clearing the alarm. The cg was to have the hp finish using manual supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.